Manufacturer narrative:
The monitor and electrode belt were returned to the distributor and found to be fully functional. There is no indication of a device malfunction. Upon further investigation of the download data, the monitor was displayed an sd card fault (service code 104) on the date of the treatment event, indicating a defective sd card. A defective sd card does not affect the monitor's ability to detect and treat an arrhythmia. Unavailability of retrospective ECG recordings did not cause or contribute to the this adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings.

Event description:
A us distributor contacted zoll to report that a patient received a treatment event consisting of one appropriate shock and four unknown shocks (B)(6) 2021. The patient received the first appropriate shock at 12:52:48 on (B)(6) 2021. The patient's rhythm at the time of the shock was vt at 200 bpm with motion artifact. The patient's post-shock rhythm was vt at 200 bpm with motion artifact, self-converting to sinus tachycardia at 130 bpm with pvc's, nsvt, and motion artifact 26 seconds after the shock. The patient was last seen in sinus tachycardia at 140 bpm with pvc's, nsvt, and motion artifact between 12:53:50 and 12:54:42. The patient's ECG rhythm at the time of the second through fifth shocks is unknown. The patient received the unknown shocks at 12:57:13, 12:57:45, 12:58:27, and 13:05:47. The patient was receiving sd card faults (service code 104) on the day of the treatment event. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons were also pressed after treatment was delivered. The response buttons functioned appropriately. The patient was in the hospital and continued use of the lifevest. Reporting event out of an abundance of caution as the patient's rhythm at the time of the second through fourth treatments is unknown.